Event description:
Customer alleged blood glucose results of 235 mg/dl on the advantage system compared to 102 mg/dl when testing was performed on a professional meter within 10 minutes. The customer did not report having symptoms and did not report any treatment/action based on the results. A request was made for the return of the suspect device and replacement product was sent.